Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. It was noted the lead was implanted in 2021 and all trends have been in range. Using rv coil to can configuration instead of triad resulted in an in-range impedance of 87 ohms. As such, it was decided to keep rv coil to can configuration programmed. All other lead parameters are in range. No noise was induced during in-clinic maneuvers. The patient will attend follow-up in 10 days at which time device data will be sent to technical services (ts) for review. X-ray imaging will also be considered. No adverse patient effects were reported. This lead remains in service. Of note: there was no involvement by a boston scientific field representative in this case.